Manufacturer narrative:
At the time of this report, no product or photos were received at the investigation site, therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation update: received one (1) used tracheal tube. As received, evidence of plaster use was observed at the proximal connector of the tube. No other damage or anomalies were observed. The complaint of disconnection can be confirmed but not replicated. The probable cause is due to the slip-joint connector being removable by design. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "slip-joint" (proximal connector) of the tube became detached from the tube of the probe. A plaster was applied to maintain the connector because extubating was impossible. Following the incident the patient underwent the following: bronchial fibroscopy with bal positive for staphylococcus areus, chest x-ray: infectious focus on the right. The patient¿s other history related to this problem, including his health status before the incident was: posterior fossa ischemic stroke with hydrocephalus and coma. The patient was prescribed antibiotic therapy with cefazolin, sedation with hypnovel and sufentanil. He was taking other medications, unrelated to this incident (kardegic and lovenox long term). The status of the event is resolved (the patient was extubated on 08-oct).